Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the cylinders found wear at folds in the proximal, middle, and distal portions of both cylinder bodies. One of the cylinders had a hole in the outer tube, consistent with sharp instrument damage. The other cylinder had four holes present in the outer tube, also consistent with sharp instrument damage. Both cylinders passed the leak testing performed. The reservoir was inspected and presented wear at a fold in the reservoir shell, and the component passed leak testing. Examination of the pump found that the kink resistant tubing (krt) had been worn to the filament. The pump passed leak and functional testing. Analysis could not confirm the clinical observations.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not working properly. A new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not working properly. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.